Event description:
The customer reported getting a device error message. They indicated that they performed op check and it passed, but they were able to get the device error again during a shock test.

Manufacturer narrative:
(B)(4). The customer reported getting a device error message. They indicated that they performed op check and it passed, but they were able to get the device error again during a shock test. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.